Event description:
The facility biomedical engineer reported no phaco power. The problem occurred after the fourth or fifth case. Nine cases were scheduled, four cases were canceled. No patient injury was reported.

Manufacturer narrative:
The facility biomedical engineer called the company technical support specialist (tss). The tss asked the facility biomedical engineer to check the event log. The event log displayed a footswitch not connected system message. The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).